Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected low battery, off no power, failed battery test or weak battery alarm on the insulin pump. The device had a missing end cap sticker. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels, off no power anomaly, missing dome label sticker, failed battery test, low battery and weak battery alarms on the insulin pump. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with a manual injection. Customer's blood glucose level went as high as 549 mg/dl. Troubleshooting for low battery alarm was performed. Customer was advised a replacement battery cap would be sent out. Customer received several alarms and had high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.